Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Product performance engineering reviewed the incident information; however, there was no reported device malfunction and the product was not returned. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. Based on the case information, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that the patient underwent a peripheral stenting procedure in (B)(6) 2016, treating restenosis of an unspecified stent in the superficial femoral artery. During use of an unspecified stiff guide wire, a dissection occurred, which was treated with implantation of an unspecified supera stent. In-stent restenosis was noted in the supera stent and on (B)(6) 2017, a revascularization procedure was performed. No additional information was provided.